Manufacturer narrative:
(B)(4).batch # unk. Investigation summary the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and it was noted that the silicone was missing, not allowing that the trigger to function as intended. In addition, 16 clips were found remaining inside the clip track. This defect is correlated to manufacture of device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # t93p44. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device wouldn't release the jaws upon firing the clip. They had to cut the vessel the device¿s jaws were closed on and re-clip the vessel. A secondary device was opened. There was no delay to procedure and no patient consequence.